Event description:
Patient was implanted 2 column distal radius plate construct on (B)(6) 2011. During a follow-up visit, the surgeon found that the patient has a ruptured fpl tendon in the affected arm. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon revised the patient to bridge graft tendon. This is 1 of 10 reports for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.